Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that it was difficult to aspirate because there was no pressure increase, no effects on the day of use.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿vii. Instructions for use: 1. The surgeon should irrigate the wound with sterile fluid, and then suction the irrigating fluid and gross debris from the operative site. 2. Tubes should lie flat and in line with the anticipated skin exit. To facilitate later removal by manual traction, the tubing should not be curled, pinched, or sutured internally. 3. Positioning of the drain in the body cavity, as well as the number of drains indicated, should be determined by the surgeon. 4. Drain tubing should be placed within the wound by approximating the areas of critical fluid collection. 5. Care must be taken to ensure that all drain perforations or channels lie completely within the wound or cavity to be drained. 6. Taping or a triple loop suture (around and not through the tubing) will aid in preventing accidental drain placement. 7. Deep drainage is best accomplished by using one or more drains for each level of tissue. Each level should be evacuated by a separate vacuum source. 8. Care must be exercised to avoid damage to the drain (refer to warnings). The tubing should be repeatedly checked during closure for free motion to avoid breakage and/or fragment retention within the wound. 9. When using a trocar please follow these instructions: 9.I.) With one drain: - draw drain using trocar from inside to outside of wound. - ensure that perforated section of the drain is within the critical fluid collection areas of wound. - remove trocar only by cutting the drain one inch from end of trocar. - trim non-perforated section of drain to desired length. - attach non-perforated section of drain either to an evacuator inlet port or to a y-connector. 9.ii.) With two single drains: - follow instruction# 9(I) for each of the two drains separately. 9.iii.) With a double drain: - draw drain using trocar from inside to outside of wound. - ensure that desired perforated region of the drain is within the critical fluid collection areas of wound. - cut the outer portion of the drain (outside the wound area) in the middle of the perforated region. Attach non-perforated section of the inserted drain to an evacuator inlet port or to a y-connector. - after cutting (as mentioned above), the second half of this drain can be used separately." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that it was difficult to aspirate because there was no pressure increase, no effects on the day of use.

Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. The device met specifications. The product was used for treatment purposes. It is unknown whether the product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), reliaivac evacuator. Visual inspection of the sample noted no visible defects. A concomitant, in-house evacuator tubing was attached to port a of the evacuator and used to suction in methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The balloon fully inflated with no difficulty and port b was closed off to create negative pressure. The device was able to successfully suction 400cc of solution and expel without issue. This meets the acceptance criteria. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿wound drains are used to remove exudates from wound sites. Iii. Contraindications: do not use for chest drainage. IV. Precautions: 1. Ensure that the wound site is dry and free of debris before closure. 2. The surgeon must determine the number of drains needed for effective drainage of the entire wound site. 3. The junction between the tubing and tissue at the drain entrance site must be air-tight for effective functioning of the system. 4. Do not use with wall suction in excess of 210mm hg. 5. If the drain is occluded, irrigation and/or aspiration of the drain may be required. 6. The quality and quantity of drained fluid must be regularly monitored and reported to the surgeon. 7. Reservoir, once full, must be emptied per hospital protocols. Failure to do so will result in incomplete drainage. 8. Suction must be discontinued prior to the removal of the drain. 9. Before starting the drainage procedure, ensure that all the connections are tight and free of any obstructions within the drainage pathway. Connections to check are: I) drain to suction source. Ii) y-connector (when applicable): ¿ drain to y-connector. ¿ y-connector to suction source. 10. Di(2-ethylhexyl) phthalate (dehp) is a plasticizer used in some polyvinyl chloride medical devices. Dehp has been shown to produce a range of adverse effects in experimental animals, notably liver toxicity and testicular atrophy. Although the toxic and carcinogenic effects of dehp have been well established in experimental animals, the ability of this compound to produce adverse effects in humans is controversial. There is no evidence that neonates, infants, pregnant and breast feeding women exposed to dehp experience any related adverse effects. However, a lack of evidence of causation between dehp-pvc and any disease or adverse effect does not mean that there are no risks." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was difficult to aspirate because there was no pressure increase, no effects on the day of use.